Event description:
A customer reported to beckman coulter, inc. (Bec) that unicel dxc 600i synchron access clinical system generated erroneously elevated troponin (accutni) results within the risk stratification range for two patients. The erroneous results were reported out of the laboratory. Repeat testing produced results within the normal reference range, and the results were not questioned by the customer. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample collection and centrifugation information was not supplied. The customer did not detect any sample handling issues in connection to the erroneously elevated results. Per customer supplied data, qc performed by the customer on the date of the event was passing within instrument specifications. Per customer supplied data, system checks performed by the customer on (B)(4) 2011 passed within instrument specifications. Service was on site on (B)(4) 2011. The fse performed a verification protocol, and detected an issue with sample aspiration: not all liquid was being aspirated from sample reaction vessels during sample washing. The fse traced the issue back to aspirate probe 1, and after replacing the peri-pump tubing connected to aspirate probe 1 the issue was resolved. The fse then performed a passing high sensitivity system check within instrument specifications to verify hardware operation. Although the fse completed some required repairs at the time of service, it is not known if the sample aspiration issue had been occurring at the time the erroneous results were generated, and a definitive root cause has not been determined to date for this event.